Event description:
The customer reported that "it smells burned when doing fluoroscopy. There's no image when doing fluoroscopy.

Manufacturer narrative:
(B)(4). This event is still under investigation. The f/u report will be sent by (B)(4) 2011.